Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon pieces remaining inside and causing vaginal irritation. She was able to manually remove the remaining pieces. She has discontinued use of tampons and vaginal irritation has resolved.